Event description:
During an arthroscopic rotator cuff repair, the physician reportedly utilized a speedscrew knotless implant (w/ inserter handle). While placing the initial implant, the suture broke. The physician was required to drill a new bone hole and completed the procedure using an alternative device. No pt complications were reported as a result of the reported complaint.

Manufacturer narrative:
The pt's age and gender were requested, but were not received.